Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 5 mg/dl, cause was unknown. Due to the bg level customer experienced confusion, "I did not know who I was nor who my family was." The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.